Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, pacing was not able to capture at maximum outputs. The physician, therefore explanted the lead and kept the system as a dual chamber pacing system. No adverse patient effects were reported. The lead was later returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.